Event description:
Found during testing, according to the rptr, the device dose not operate on ac, only on battery power. No ac mains light. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.